Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient's implantable neurostimulator (ins) was overdischarged. The rep confirmed that a physician recharge mode will be performed. It was also stated that the patient was not aware the device overdischarged as they were not symptomatic. It was later reported that the cause of the overdischarge was the patient not charging; no troubleshooting was performed. The issue was reported to be resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.